Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The patient experienced discomfort or pain. The nurse had no additional information.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.